Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was de novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.50 mm x 20 mm ion¿ stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient experienced recurrent chest pain and patient was hospitalized on the same day. There was 85% focal in-stent restenosis of the previously placed study stent located in the mid lad. The physician treated the lesion with placement of 3.0mm x 28mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and patient was discharged on aspirin and prasugrel on the same day.